Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature eri was observed on the device. Premature battery depletion is suspected. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and the device was inadvertently damaged. As a result, function testing could not be performed. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.